Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported during clinic visit that the patient's primary controller had a heating issue. The controller will be exchange the next day during smr upgrade. No further information was provided.

Manufacturer narrative:
One controller, con191021, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Internal visual inspection of the controller showed that a transistor measured 131.5 c. This is within the component's operating temperature specifications of 150°c. This can be perceived as operating warmer than normal; however, the controller continued to operate as expected. The most likely root cause of the reported overheating of the controller can be attributed to a transistor operating at warmer temperatures. Although the controller can be perceived as operating warmer, the unit still performed within specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.